Event description:
The customer reported an uncontained cleaner leak from their coulter lh 780 hematology analyzer. The customer was unable to estimate the leak amount. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse found disconnected upper sheath restrictor tubing. The fse replaced all tubing to the upper sheath restrictor to resolve the issue. (B)(4).